Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis cannot be completed. A device history and service history were performed for this device, however, no issues were found which could have contributed to the reported condition. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a hernia. The patient underwent an abdominal hernia repair for the event. It was unknown if the patient was hospitalized for the hernia. Peritoneal dialysis therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4).